Event description:
On (B)(6) 2014, it was reported that the menu and check buttons on the patient's infusion device were not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).